Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were not fitting onto the pump. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and was able to successfully load a new cartridge onto the pump. Customer had elevated blood glucose levels (500 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.